Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: after pushing the activation button, and the needle did not retract into the safety case. This is a 20g peripheral IV (intravenous) catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E4. The initial reporter also notified the FDA on 18-dec-2023. Medwatch report is mw5149408. Anonymous reporter, unable to contact. Unknown material number: batch number [325187] was not found.